Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90% stenotic, moderately calcified lesion was located in a saphenous vein graft (svg). Initially, a embolic protection device (epd) was inflated distal to the lesion. Following pre-dilatation of the lesion, the physician attempted to deploy the express2 4.0-16mm stent. The stent was unable to cross the lesion. The physician attempted to remove the stent delivery system and the epd together; however, the physician encountered difficulty retracting the devices into the guide catheter. After several attempts, the physician was able to successfully remove the devices together. After removal from the patient, it was noted that the express2 stent had come off the delivery system and was captured in the filter of the epd. It is unk when during the procedure that the stent dislodged. The procedure was completed with another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".